Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients, leaflet motion restriction, and leaflet thickened/halt were confirmed per provided medical record. A review of the DHR, and lot history, did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the patient had vast comorbidities (e.g. Cdk, htn, hld & hypothyroidism, etc), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration/ thickened leaflet resulting in leaflet motion restriction. In addition, thickened leaflets could narrow the opening and obstruct the blood flow across the valve, leading to increased gradients. Additionally, the patient was prescribed new medication (anticoagulation - eliquis and apixaban), and the gradients and ava (aortic valve area) were improved, which indicated that the patient potentially had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve potentially resulting in leaflet thickening with leaflet motion restricted and increased gradients. As such, available information suggests that patient factors (pre-existing comorbidities, thrombosis) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, a patient with a 20mm sapien 3 ultra aortic valve implanted for 3 years and 4 months underwent a valve-in-valve procedure using a non-edwards valve due to hypo attenuated leaflet thickening (halt), hypo-attenuation affecting motion, and increased gradients. Halt was described as involving > 75% of the right and left leaflets and there was moderate restriction of motion involving the right and left leaflets. The patient had been placed on eliquis and apixaban, which improved the gradient from 45 mmhg down to 30 mmhg; however, the medication proved too costly for the patient. The patient became symptomatic with dyspnea, lower extremity edema, and hospitalization. A cath gradient proved to be 60 mmhg across the aortic valve which was a combination of lvot obstruction with mid cavity gradient. The patient's aortic valve area was noted at 1.3 cm2.

Manufacturer narrative:
Investigation is ongoing.